Event description:
It was reported that the patient was experiencing difficulty to connect implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. The explanted device was not returned.